Manufacturer narrative:
It was initially reported by the customer's pharmacy that the rollator purchased by the customer at the pharmacy bent resulting in the patient falling, fracturing 3 ribs and being admitted to the hospital. Further follow up information was obtained from the customer's daughter. According to the customer's daughter, her mother sat down on the rollator with only one side of the brakes locked which caused the rollator to slide out from under her when she was trying to sit down resulting in the customer falling to the ground. Reportedly, during the fall the customer's ribs hit the seat of the rollator and the black metal bar under the seat of the rollator bent. The customer was able to get herself back up and into her chair without assistance however the next day she was in pain and when she informed her daughter of the incident her daughter called the paramedics who transported the customer to the local hospital for evaluation. The evaluation determined that the customer sustained 3 fractured ribs during the fall and the customer was admitted to the hospital from (B)(6) 2020 for observation and pain management. The customer's daughter reported that the customer was discharged from the hospital to a rehab center on (B)(6) 2020 due to an unsteady gait and need for continued pain management. No additional injury or incident was noted and the customer is recovering. The rollator was returned to the manufacturer for evaluation and although the frame damage was confirmed, no root cause could be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer frame of the rollator bent resulting in the customer falling, fracturing 3 ribs and being admitted to the hospital.